Event description:
During the robotic assisted laparoscopic sigmoid colectomy the robotic vessel sealer malfunctioned. The instrument would not release from the tissue and the blade was exposed. There was no harm to the patient.